Event description:
The permanent cautery spatula instrument was returned from the customer with no specific issue reported. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. In addition, the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Also, the instrument was found to have a loose pitch cable at the distal end. The housing was removed for inspection and the instrument was found to have a cracked clamping pulley, likely causing the loose cable at the wrist. Additionally, the instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end on the monopolar yaw pulley. No material was missing and no thermal damage was observed. The internal conductor wires were not exposed at the wrist. The root cause was attributed to a component failure. Additionally, the instrument was found to have a broken ceramic sleeve with a missing broken piece as a result of breakage. The missing piece measured approximately 0.038" x 0.080". This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. Also, the instrument was found to have indentations on the distal clevis, proximal clevis, monopolar yaw pulley, conductor cap, and the distal pulleys. This failure is typically associated with mishandling/misuse., such as instrument collisions or impact from an external object.